Event description:
An alarm issue, consisting of alarm 2 followed by alarm 26, was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed to perform several corrective actions, including disconnecting tubing, tightening the t: lock, and delivering a bolus. Despite recurrence of the occlusion alarm, no visible damage was found on the cartridge, and a new one was filled and loaded. A temperature change was identified as a possible cause, and the caller was informed of the situation. The customer was advised to replace supplies and resume insulin therapy, and requested replacements were sent by technical support.